Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant chol2 cholesterol gen.2 results for 1 patient sample on a cobas integra 400 plus. The initial chol2 result was 3.7 mg/dl. The repeat results were 204.9 mg/dl and 223.6 mg/dl. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The qc was acceptable. The chol2 reagent lot number was 32045301 with an expiration date of 30-nov-2018. The roche representative deproteinized the probes, primed fluid, cleaned the probe and splash guard, and ran a performance check. The performance check was acceptable. The field service engineer found a "mucus" contaminate in the rinse unit. He cleaned the rinse unit and replaced the sample and reagent probes. The investigation determined that a general reagent problem could be ruled out based on the provided calibration and qc data. The issue did not reoccur after the service visit. The investigation was unable to find a definitive root cause.